Manufacturer narrative:
Additional information: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the electrode out of cochlea. Further a complete insertion of the electrode was not achieved at implantation surgery with two channels remaining extra-cochlear. Diagnostic imaging and possible re-implantation are considered.

Event description:
The user reported an increase in pitch and declining hearing performance. A CT scan is planned and re-implantation is probably considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported an increase in pitch and declining hearing performance. A CT scan is planned and re-implantation is probably considered.

Manufacturer narrative:
Conclusion: according to the information received from the field the recipient experienced a decrease in hearing benefit with the device due to a partial post-operative migration of the electrode out of cochlea. Further a complete insertion of the electrode was not achieved at implantation surgery with two channels remaining extra-cochlear. A re-insertion surgery was performed successfully. The device remains implanted and in use. This is a final report.

Event description:
The user reported an increase in pitch and declining hearing performance in the past 6 months (approximately since on (B)(6) 2024). There was a revision surgery on (B)(6) 2025. The surgeon did a re-positioning of the electrode array.